Manufacturer narrative:
Concomitant medical products: dtma1qq device, implanted: (B)(6) 2017; 6935m62 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a progressive rise in the left ventricular (lv) lead threshold was observed. It was noted that at a follow-up I interrogation a few months following implant, the lv threshold had risen since implant. The output was adjusted. A few months later, the lv threshold had risen again. It was noted the threshold had risen but was stable. The lv lead remains in use and the patient continues to be monitored. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.